Event description:
It was reported that during a procedure, a "loud pop" was heard and the laser monitor went blank. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a pt injury, however, the MFR is filing this as surgical intervention due to the pt being rescheduled for surgery as a result of incompletion of the case.

Manufacturer narrative:
The laser was replaced.